Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported receiving excessive no delivery alarms on the insulin pump. Customer also reported a chip in the insulin pump's battery compartment along with premature battery alarms. Customer stated that the insulin pump was rewinding slower than usual. Blood glucose level was not provided at the time of the call. No further information was provided.

Manufacturer narrative:
The insulin pump was received with normal operating currents and no unexpected low battery alarm was noted. The insulin pump passed the rewind, displacement, basic occlusion, prime and excessive no delivery tests. No excessive no delivery alarm was noted. No rewind anomaly was noted. The insulin pump was received with minor scratches on the display window, cracked display window corners, cracked battery tube threads, a broken belt clip slot at battery tube, a broken reservoir tube lip, missing o-ring and a cracked reservoir tube.